Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt was confused and disconnected their transfer set from the pt line of the homechoice set during the drain cycle. After receiving the alarm, the home pt's spouse reconnected the pt to the setup. Baxter's technical service center assisted the home pt in ending therapy early. The home pt's nurse changed the home pt's transfer set. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.